Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. On 11/2001, pt's blood glucose results were 88 and 236mg/dl. Tests were done within 10 minutes. Pt did not experienc any adverse event. No further info has been reported.